Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sensor wire became detached from the sensor while the customer was attempting to deploy the sensor. Reportedly, the sensor wire was still attached to the sensor applicator. No additional patient or event information was available. A root cause could not be determined. A replacement sensor was sent to the customer.